Event description:
After unpacking the catheter, the physician noticed that the tip was kinked. The device will be returned for replacement.

Manufacturer narrative:
The DHR for this mfg lot has been reviewed and this review is attached. This is an initial report pending our receipt of the device for analysis. Incident #: (B)(4). Part # 2314-01.a. Neuron dc 070 105cmx8cm, straight tip. Lot #f15235 (same as l15234). Qty: 1. A review of the device history record (DHR) was completed on part #2314-01.a, (lot # l15234). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. This lot was associated with (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification fot the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.